Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose level was unknown at the time of the call. Customer reports that they are having trouble hearing the beeps. Customer also assisted with self test and pump did not bee during the tone test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No audio or vibrate anomaly noted during test.